Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A missing end cap sticker was also noted.